Manufacturer narrative:
Correction: outcome attributed to adverse event: disability additionally selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: vamc3434c200tj, serial/lot #: (B)(4), ubd: 22-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200mm subacute b-type thoracic dissection. An axillo-axillary bypass was also carried out during the procedure. The stent graft was implanted to fully cover from the above the celiac artery to the left common carotid artery. It was reported post the index procedure, the patient's blood pressure was noted to be elevated (190). Antihypertensive treatment was administered. It was further reported after the procedure, the patient sustained a fall and paraplegia was suspected. 3 days post the index procedure, late-onset paraplegia occurred. Blood pressure treatment was again administered with slight improvement of paraplegia observed. Six days post the index procedure, a retrograde type a aortic dissection (rtad) occurred with a decrease in blood pressure noted. A thoracotomy was performed however the patient expired. Per the physician the cause of the events are undetermined but commented that the increased blood pressure was a contributing factor.